Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. A torsional fracture pattern was noted within the hexalobe geometry of the driver tip, with the fracture face being primarily transverse to the long axis of the driver. The driver tip was measured to determine the location of fracture. The driver measured 3.3375 inches, indicating that the fracture occurred approximately 0.0425 inches from the end of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. However, based on the information received, a root cause could not be determined.

Event description:
It was reported during a routine removal surgery, the driver tip broke. The surgeon used a carbide drill to shave the screw head and was able to remove the plate and all screws. This report is related to report number 3025141-2023-00123 for the screw involved in this event.